Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, clarification was provided. The patient stated that the cgm showed their sugars to be over 400 mg/dl and at the ER the bg was in the 200s and then it went down on the sensor. It was reported that when the patient was leaving the ER the readings went back to the 300s. The patient was in the ER for about 6 hours. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2025, it was reported via wss that the patient reported that their cgm ¿looked perfectly normal¿ and then spiked to a ¿very critical level¿. No specific cgm values were reported by the patient. No patient symptoms were reported. The patient went to the emergency room (ER) for evaluation. At the emergency room, the patient¿s bg meter was in the 200s mg/dl, but no cgm comparison value was specified. The patient was treated with insulin and IV fluids (saline). At an unspecified time during this event, the patient¿s cgm was reading 260 mg/dl, and the bg meter was reading 365 mg/dl. The patient was discharged home later the same day. The patient¿s current condition was reported to be ¿non-critical blood sugar level¿. Attempts to reach the patient for further event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. At some point during this event, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.